Event description:
It was reported that when the device was used during a nehrectomy, when the surgeon fired the second tr45w, the staples did not form completely. Then he fired the third tr45w and finished. There was no pt consequence. The device is not being returned. The tr45w reload will be returned.